Manufacturer narrative:
Lens was returned dry in lens case/vial. Visual inspection found that the haptic was broken. (B)(4).

Manufacturer narrative:
(B)(6). Lens was exchanged for a smaller lens. Problem resolved. Previous PMA: p030016, corrected: n/a-device manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens, -11.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The customer is experiencing excessive vaulting. The lens remains implanted at the time of this report.